Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a message to replace the sensor appeared on the display device. The sensor was inserted into the abdomen on (B)(6) 2017. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported message to replace the sensor with connection loss. A root cause could not be determined via data. The reported issue of a message to replace the sensor is reportable based on the finding of connection loss.